Event description:
It was reported that an occlusion alarm occurred. A systems check was started with tandem technical support, the customer declined to continue and reported supplies would be changed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.